Event description:
It has been reported that during the trialing process of a knee arthroplasty, the surgeon hit the provisional with a mallet which caused the base to fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp exhibits signs of repeated use and has a fragment from the anterior portion of the post feature fractured off. The fragment was returned for further evaluation. The device was manufactured in march of 2014 and had an approximate field life of two (2) years and seven (7) months with an unknown frequency of use. The device history records and receiving inspection report were reviewed and no anomalies/ deviations were identified. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp components in this complaint were manufactured before the design modification. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.